Event description:
The patient underwent a posterior fusion of t7-l1. Subsequent to surgery, the patient began to experience back pain. CT of thoracolumbar region revealed a fractured rod on the right side. The patient elected to have the rod removed. The original surgery was due to the patient suffering a 100 foot fall at a quarry.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.